Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) dialed into station and confirmed that the station was up and launching successfully under cfnapp (carefusion application). An email was sent to the customer for confirmation, and the customer verified that the issue was resolved with no further issues. The system functioned as intended.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system displayed a blue screen showing carefusion admin (cfnadmin) and was prompting for a password. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access/issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.